Manufacturer narrative:
Product complaint#: (B)(4). Usfda MDR determination: after reviewing with the knee investigator and fellow clinician, the patient was revised due to subsidence. It is reasonable to conclude the pfc sigma tc3 ins 15mm, sigma fem adapter neutral bolt, sigma fem adapter 5 degree, didn't cause or contribute to the subsidence as it doesn't have any contact with the bone. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revised due to subsidence and the patient¿s anatomy. The initial revision was performed in (B)(6) of 2016.